Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #0280971. All inspections were performed per the applicable operations qc specifications. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringes experienced difficult aspiration due to a deformed stopper. The following information was provided by the initial reporter: on (B)(6) 2022, the surgeon found that the insulin syringe could not pump liquid medicine when he was drawing liquid medicine. When investigating the reason, it was found that the rubber plug at the piston head of the insulin syringe had a gap, resulting in air leakage. (B)(4).